Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information indicated that the lead was returned and analyzed. The pacemaker remains in service.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was a non-sustained ventricular tachycardia (nsvt) event that was stored, for the right ventricular (rv) lead, connected to this pacemaker. Review of the event indicated that noise was oversensed which resulted in pacing inhibition of just over 3 seconds, on a pacemaker dependent patient. The patient was brought into the clinic and no out of range values were noted. However, noise was reproducible with isometrics. Lead damage was reported and the lead was subsequently removed and replaced. No additional adverse patient effects were reported.